Event description:
Pt was undergoing a surgical procedure, in which a "bair hugger" unit was applied to lower extremities for warmth. The thermostat on the unit possibly malfunctioned and may have resulted in blistering to pt.